Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a fracture or a connection issue. Because the patient is waiting for a heart transplant, the physician does not want to remove the lead. The physician plans to review the connector and if necessary add a new lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).